Event description:
It was reported to philips healthcare that the heartstart mrx failed to power on.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.